Manufacturer narrative:
Based on the events as reported, the surgeon did not remove the echo ps positioning system from the patient as prescribed in the IFU. This complaint is confirmed as use related with no malfunction of the device. The IFU for the ventralight st w/ echo was reviewed. Step 10 in directions for using the ventralight st w/ echo positioning system states "begin removal of the echo ps positioning system by pulling it up to the tip of the trocar. Remove both the echo ps positioning system and trocar simultaneously. The IFU also notes the user should verify that the echo ps positioning system including the balloon, all mesh connectors, and the inflation tube is fully intact after removal. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that on (B)(6) 2017 the patient underwent hernia repair in which the hernia was rather high near the diaphragm and the top portion of the ventralight st mesh w/ echo positioning system could not be fixated with suture or fasteners due to concern for its close proximity to the heart. The surgeon was done using the balloon and as this was dropped down off of the mesh, it is reported the surgeon began to work on adhering the upper portion of the mesh with fibrin glue and as this was completed, the surgeon closed the abdomen inadvertently leaving the balloon in the abdomen. The patient was sent home following recovery. The surgeon had some concern that he had left the balloon in vivo and his concern prompted him to have the patient return for a CT scan and x-ray. These images did not show the balloon; however, the surgeon wanted to perform a diagnostic laparoscopy. On (B)(6) 2017 the patient underwent a very brief (5min) diagnostic laparoscopy in which the surgeon identified and removed the balloon. The patient is reported to be recovering well from her hernia repair and subsequent procedure with no further complaint.